Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio alert on the mobile app. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined.